Event description:
A computer software event has been verified, on this m102 device which was identified on (B)(6) 2016. On (B)(6) 2015 the device was interrogated and the settings were 2.0/20/250/21/3 2.25/25/30 (eri=yes), three system diagnostics were performed and resulted in "fault", a final interrogation was not evident. On the next visit dated (B)(6) 2015 the device was interrogated and the settings were 1.0/20/500/30/60 1.0/500/30, which are indicative of "faulted" diagnostics. No further programming history is available.